Event description:
Same event as manufacturer #: 2134265-2008-00583. It was reported that during a biliary stenting procedure, coating damage was noted. The amplatz super stiff guide wire was removed from its packaging and prepared in accordance with the directions for use. An ultra thin diamond balloon catheter was advanced over the guide wire and resistance was encountered. The balloon catheter was not able to be advanced on the guide wire to the required position; therefore, both devices were removed. The guide wire was inspected, and it was noted that the coating had "turned from blue to white and become rough." A second guide wire was opened and inspected, and the same problem was identified. A third guide wire from the same batch was used to successfully complete the procedure using the same balloon catheter. No pt injuries or complications were reported.